Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach and it was stuck in the catheter. They did a suction, but the capsule would not separate. There was no harm to the patient and the user. Another capsule was used to complete the procedure on the same event. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach and it was stuck in the catheter. They did a suction, but the capsule would not separate. There was no harm to the patient and the user, there was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.

Event description:
According to the reporter, the capsule failed to detach and it was stuck in the catheter. There was no patient and user harm.